Manufacturer narrative:
Device was used for treatment, not diagnosis. No additional information has been received for this field. A product development investigation was performed. It was reported that the t-handle does not connect to shaft and there is a screw stuck in remover. The returned broken screw remover is stuck with the unknown screw. The screw remover is otherwise in good condition with some scratches and wear at the square coupling, which does not impact functionality. The returned unknown screw which was stuck to the screw remover was found to be broken at the tip. It is unknown if the break occurred prior to, during, or after removal of the screw. The returned ratchet t-handle is able to be set to forward, neutral and reverse positions and ratchets appropriately. The returned broken screw remover is able to connect to the t-handle appropriately. No further investigation is necessary as the user was attempting to use a part which is not compatible with the t-handle. The returned extender has a male hex connection on the proximal end, and a female square coupling on the distal end. This product is not intended to be used with the ratchet t-handle with square coupling. The hex connection on the extender is worn, which appears to be due to attempting to use the extender with the ratchet t-handle with square coupling. No further investigation is necessary, as the user was attempting to use the extender with a handle it is not compatible with. A visual inspection, complaint history review, drawing review, DHR review and risk assessment review were performed as part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The complaint regarding the broken screw remover and unknown screw is confirmed. The complaint regarding the ratchet t-handle and the extender is not confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for part.: DHR review for part #03.611.014 supplier lot #6309033 synthes lot #6309033 release to warehouse date: 16apr2010, expiration date: n/a. Supplier: teleflex medical, inc. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t-handle does not connect to shaft and there is a screw stuck in remover. This complaint involves one devices. This report is 1 of 1 for (B)(4).